Event description:
It was reported from (B)(6) that during post-surgery, it was discovered that the battery oscillator device was heating up and was without performance. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The reporter's full name, complete address and phone number were not provided. Device evaluation: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had component damaged - thread saw blade coupling and failed pretest for check the quick coupling for saw blades. The assignable root cause was determined to be due to maintenance which is improper maintenance. (B)(4).